Event description:
Patient was admitted to the hospital due to drain hepatic abscess with CT guidance at 19:30 on (B)(6) 2009. Patient developed (B)(6) and right hemiparesis. CT scan and ctp were ordered for the patient and these scans demonstrated no evidence of intracranial hemorrhage but did demonstrate a left middle cerebral artery occlusion with decreased perfusion in this area consistent with her neurologic exam. A clot from within the mca was aspirated using a 0.41 penumbra aspiration catheter. The post procedure follow-up angiogram demonstrated revascularization of the middle cerebral artery territory, although the superior branch appeared to still have a small amount of clot, this could not be aspirated successfully. The distal vasculature demonstrates a very distal tiny branch occlusion but by enlarged the perfusion was markedly increased. The follow-up angiogram also demonstrated evidence of distal branch occlusion of the anterior cerebral artery most likely in the colossal marginal branch. By following aspiration with the smaller size 0.26 penumbra catheter with a synchro ii wire for guidance, a revascularization of this territory was able to achieved, albeit partially; there still appeared to be a perfusion deficit at the end of the aspiration. The target vessel timi flow immediately post-use of the penumbra system was recorded as 2. The target vessel timi flow after all treatment was recorded as 2. On (B)(6) 2009, CT scan and ctp were taken for the patient and no abnormality was found. There are no concomitant medications for this subject. The adverse event of distal branch occlusion of the anterior cerebral artery was reported as definitely related to the study device and unrelated to the angiographic procedure. The severity of this adverse event was mild. There was not necessary action taken for this event. The adverse event resolved on (B)(6) 2009. Data for this pics (B)(4) study patient was monitored remotely by a contracted cra on (B)(6) 2011. The event was not identified as reportable to quality until a consolidation review was performed during study close-out in (B)(6) 2012. This MDR is associated with MDR 3005168196-2012-00314

Manufacturer narrative:
Distal emboli is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. As this patient was enrolled in the (B)(4) study, pics, the event was not discovered until later data collection and the sponsor reviewed the final data entry discrepancies during study close out. Final clarification of the event and relationship to the system was evaluated and the relationship to the device remains "definite". Device not retained by hospital